Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter stated that there was an interruption in basal delivery and a 6.0 unit insulin bolus that was not accounted for by the pump history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 03/26/2014-device evaluation:the pump has been returned and evaluated by product analysis on 03/08/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the device history indicated that the recorded insulin deliveries accurately matched the total daily dose value from the event date. During testing, the pump was primed successfully and exercised for 24 hours with no delivery interruptions. Multiple bolus deliveries were made successfully and recorded accurately in the pump history. A delivery accuracy test was performed and passed. The complaint was not duplicated. Unrelated to the complaint, the display screen appeared dim and discolored. Additionally, the battery compartment was observed to be cracked.